Event description:
It was reported that a device alarmed for a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation confirmed the system error 105 through the history log but was unable to reproduce. The device meets specification for the reported symptom. System error 105 historically is eliminated with motor replacement. There is the motor was replaced.